Manufacturer narrative:
The instrument was discarded by the site and will not be returned to isi for evaluation. There is no allegation that a malfunction of the endowrist vessel sealer instrument occurred. The reported event can be attributed to user-error since a surgeon admitted that the size of the vessel involved with the bleeding was likely too large for the endowrist vessel sealer instrument to handle. Per the instrument user manual, the following is noted, warning: do not use this device on vessels in excess of 7 mm in diameter. In addition, the user manual states, note: do not cut thick tissue bundles larger than the instrument's indications for use, as tissue transection may be compromised. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. The system logs reveal that two system error code 22025 occurred during the surgical procedure. A system error code 22025 is generated when the blade of the endowrist vessel sealer instrument cannot be retracted and may be exposed. The system logs also reveal that the surgical staff was able to recover from the system error codes each time and within a minute or so after the system codes were generated. No other related system error codes were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after sealing an unspecified gastric vessel with the endowrist vessel sealer instrument, the surgeon encountered bleeding after attempting to cut the vessel with the same instrument. The surgeon controlled the bleeding by cauterizing the tissue with a bipolar instrument and by applying hem-o-lok clips. However, there is no indication or claim that a malfunction of the endowrist vessel sealer instrument occurred. The reported event can be attributed to user-error since a surgeon indicated that the vessel involved with the event was too large for the instrument to handle.

Event description:
It was initially reported that during a da vinci-assisted paraesophageal hernia repair procedure, a blade exposed message occurred while the surgeon was using the endowrist vessel sealer instrument. The surgeon attempted to seal a vessel that was bleeding and had already been cut. The initial reporter did not know if the endowrist vessel sealer instrument caused or contributed to the bleeding. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information regarding the reported event: the initial reporter was present during the surgical procedure. Prior to attempting to cut an unspecified sac with vessels, the surgeon sealed the tissue with the endowrist vessel sealer instrument. According to the initial reporter, audible tones were heard indicating that the sealing cycle was complete. However, he did not know if tissue effect was visible during the sealing process. To his recollection, the tissue was not excessively large and the tissue fit within the jaws of the endowrist vessel sealer instrument. After sealing the tissue, the surgeon attempted to perform a cut. At that point, a blade exposed message occurred. Upon opening the jaws of the instrument to inspect the blade, bleeding was observed. The surgeon attempted to seal the vessel again but was unsuccessful for an unknown reason. The surgeon was able to control the bleeding by grasping the vessel with the endowrist vessel sealer instrument. He also cauterized the tissue with a fenestrated bipolar forceps instrument. After controlling the bleeding, the surgical staff removed and inspected the endowrist vessel sealer instrument. After confirming that the instrument's blade was not exposed, the surgical staff reinstalled the instrument and continued with the surgical procedure. On (B)(6) 2016, isi contacted an or staff member from the site who was present during the surgical procedure. Per the or staff member, the surgeon was able to seal tissue with the endowrist vessel sealer instrument about 4 times before the event occurred. According to the or staff member, another surgeon who was present during the surgical procedure concluded that the vessel involved with the reported event was likely too large for the endowrist vessel sealer instrument to handle since the lumen of the vessel was visible. The or staff member stated that all indicators suggesting that the vessel was sealed prior to cutting were observed. Bleeding was minimal and the surgeon was able to control the bleeding by using unspecified bipolar instruments and the use of hem-o-lok clilps. The vessel was not calcified. After verifying that the blade of the endowrist vessel sealer instrument was not exposed, the surgeon was able to continue using the instrument without any issues for the remainder of the surgical procedure. The or staff member stated that there was no claim by the surgeon that the endowrist vessel sealer instrument malfunctioned. The or staff member reiterated that the surgeon attributed the event to the large size of the gastric vessel that the console surgeon had attempted to seal and cut. The instrument has since been discarded by the site.